Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a sterling sl balloon catheter with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed a pinhole in the balloon 4mm from the proximal edge of the distal markerband. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that balloon leak occurred. A 4.0mm x 100mm x 150cm sterling sl balloon catheter was selected for dilation. Upon the first inflation, the physician found out that the reading of the inflator meter would not increased. When the device was retrieved from the patient's body, it was noticed that blood came out to the inflator and the physician concluded that the balloon may have leaked. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device evaluation revealed balloon pinhole.